Manufacturer narrative:
Additional information was provided in a customer response. Initial of patient lw with date of birth (B)(6) 1966 and gender female. No patient adverse events reported. Date of event was reported (B)(6) 2019. Initial and device evaluation has been sent. Updated fields. A 1 b 1 b 3 b 4 b 5 g 7 h 1 h 2 h 10.

Event description:
Additional follow up information in h 10.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The event history log was reviewed and the pump was run in user mode. The reported issue of "alarms high pressure" problem was verified but not duplicated. Running the pump in user mode produced no high pressure or no disposable alarms. A pump can exhibit this behavior when it has been ingressed. Once it dries out it may return to normal operation. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed high pressure after the patient dropped it in the water. There were no reported adverse events.